Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) had a broken atrial output connector, the upper case was damaged (dents) and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Notified date 11sept2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had atrial and ventricular connector damage.